Event description:
The customer reported that the system collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on-site investigation. The reported issue could not be duplicated. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.